Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported that the patient experienced charging communication issues with their ipg. The issue was confirmed and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicate the patient underwent surgical procedure wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.